Manufacturer narrative:
Cont. H.6. Health effect f2203 imaging required. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture (baker grade unknown).

Event description:
A healthcare professional reported bilateral device rupture and bilateral ¿suspected capsular contracture (baker grade unknown), diagnosed by palpation and ultrasound¿. This record relates to the right side. The device has been explanted.

Event description:
Healthcare professional reported right side "patient had capsular contracture baker I. Devices were externally not ruptured".

Manufacturer narrative:
Previous medwatch submission noted rupture and capsular contracture (baker grade unknown). Upon review of additional information received from the physician that "patient had capsular contracture baker I. Devices were externally not ruptured", allergan medical safety has determined that the event is not serious and not reportable.

Event description:
A healthcare professional reported bilateral device rupture and bilateral ¿suspected capsular contracture (baker grade unknown), diagnosed by palpation and ultrasound¿. This record relates to the right side. The device has been explanted.

Manufacturer narrative:
Device evaluation: the device is a silicone device. Based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Rupture: no observed rupture on the device. Additional observations: deformation device and brown particles observed on the device. Additional, changed, and/or corrected data.